Event description:
It was reported to philips that the footswitch experienced intermittent failure due to a damaged cord and unreliable pedals on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service ordered and sent a replacement footswitch, returning the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).